Manufacturer narrative:
Correction: the physician clarified that the case was considered serious due to suspicion of angular artery obstruction; therefore, the patient code was changed from no code available (3191) to obstruction (2422).

Event description:
Follow-up information was received on 23-apr-2019: the events 'slightly slow venous return', 'hematoma' and 'redness' were deleted, and the events 'rupture of a blood vessel' and 'obstruction of some superficial capillaries' were added. According to the physician the case was considered serious due to suspicion of angular artery obstruction. Therefore, corrective treatment was started on (B)(6) 2019 with 50 mg of prednisone orally for three days, ¾ of prednisone pill on the fourth day, ½ prednisone pill on the fifth day and ¼ pill of prednisone on the sixth day. Subsequently, 50 mg of viagra every 24 hours for three days, aspirin and local massage with lidocaine were also used. At the time of this report, the patient was treated with "kitoscell esqiiu", to accelerate the cutaneous repair. Considering the progress of the case, the treating physician ruled out necrosis and diagnosed the patient with rupture of a blood vessel by the placement of the product, and obstruction of some superficial capillaries that generated a slight flaking (which started on (B)(6) 2019). Since (B)(6) 2019, the patient had no more redness, hematoma nor slightly slow venous return. No systemic antibiotic was prescribed. At the time of this report, the patient was presenting a skin lesion of superficial flaking type, showing slow improvement, without symptoms of pain, burning, or loss of vision. The patient continued to recover under the observation. Due to the provided information, the outcome of the events was considered as resolving. In the opinion of the reporter, the events were related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, slightly slow venous return, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot: 100111554 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) year-old female patient (height: 154 cm). She was injected supraperiostealy with radiesse®, into cheekbones, for volume loss treatment, on (B)(6) 2019. The batch number was provided as 100111554 (also reported as 10011155, expiry date 05/2020). A lot search was conducted on the reported lot and no cases were noted. As reported, 1.5 ml of radiesse® was mixed with 0.5 ml of simple lidocaine. The patient's medical history included gastrointestinal disorders. On (B)(6) 2019 (ambiguously reported as (B)(6) 2019), after the radiesse® injection, the patient experienced hematoma, redness in the treated area and a slightly slow venous return. The outcome of the events was not reported. In the opinion of the reporter, the events were assessed as serious.